Event description:
The customer reported that his olympus evis exera iii video system center was intermittently loosing its image during an unspecified procedure. Reportedly, the procedure was completed using another unit without any patient harm. According to the initial reporter, a loose video connection was later found and corrected.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the facility to speak with the reporting biomedical engineer. While on site, the customer noted that the image was lost twice during the procedure. The customer went on to note that when the power strip to the equipment was cycled off and back on, the image returned. During the inspection, the fse noted a video integrated third party switch located between the subject device and the main monitor. Fse suspects that the video matrix switch was intermittently failing. The device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the video image intermittently disappearing could not be identified. However, it¿s likely the cause is related to the use of a non-olympus video integration switch which was used between cv-190 and the main monitor. Olympus will continue to monitor field performance for this device.